Event description:
It was reported that the pump does not give an error code or a warning indicator. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation is was found that the unit was not heating properly. A non-functioning heater would cause the device to not deliver water according to temperature setting. An alternative device could be used for temperature therapy. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported that the pump does not give an error code or a warning indicator. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.